Event description:
Was placing 22 gauge angiocath intravenous catheter for procedure, established blood return and went to attach intravenous tubing, found that needle had slipped out a short distance. Upon advancing the needle, it pierced through the angiocath and out the patient's skin. The angiocath and needle were removed, pressure was held to the site and bandaid was placed. The patient denied any unusual pain at the site. Intravenous catheter was then placed in the other arm. Manufacturer response (as per reporter: awaiting response

Event description:
Was placing 22 gauge angiocath intravenous catheter for procedure, established blood return and went to attach intravenous tubing, found that needle had slipped out a short distance. Upon advancing the needle, it pierced through the angiocath and out the patient's skin. The angiocath and needle were removed, pressure was held to the site and bandaid was placed. The patient denied any unusual pain at the site. Intravenous catheter was then placed in the other arm. Manufacturer response (as per reporter: awaiting response